Event description:
Patient reported performing 3 sets of back-to-back tests, using the suspect device, with results of 391 mg/dl and 141 mg/dl, 290 mg/dl and 94 mg/dl, and 307 mg/dl and 97mg/dl. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.